Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent. The cause of the peritonitis was not reported. On unreported dates, the patient was hospitalized for the event and the patient began treatment for the peritonitis with unspecified drugs, intraperitoneally added to dianeal (dose, frequency and duration were not reported). At the time of this report, the patient was not recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.